Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported the patient experienced bleeding at the impella access site. The patient was administered 4 units of red blood cells.